Manufacturer narrative:
A1 - patient identifier: (B)(6) (complete sample ID) all available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive architect anti-hbc ii result for one patient sample. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid (B)(6): on (B)(6) 2023 initial result (isr63702) = 0.6 s/co (nonreactive) on (B)(6) 2023 repeat result (isr60648) = 7.69 s/co (reactive) on (B)(6) 2023 repeat result (isr60631) = 8.22 s/co (reactive) the customer stated this patient was originally anti-hbc reactive. There was no impact to patient management reported.

Event description:
The customer reported a false nonreactive architect anti-hbc ii result for one patient sample. The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid (B)(6): on (B)(6)2023 initial result ((B)(6)) = 0.6 s/co (nonreactive) on (B)(6)2023 repeat result ((B)(6)) = 7.69 s/co (reactive) on (B)(6)2023 repeat result ((B)(6)) = 8.22 s/co (reactive) the customer stated this patient was originally anti-hbc reactive. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for the product. Ticket trending review did not identify any related trends for the product for the issue. A review of the device history record did not identify any non-conformances or deviations associated with the reagent lot and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained. The complaint lot detected the same bleeds of the seroconversion panel as reactive. The seroconversion panel results indicate that the sensitivity performance of the complaint lot is not negatively impacted. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for the architect anti-hbc ii reagent lot 52142be00.